Manufacturer narrative:
Additional review determined lot numbers 6987314 & 7020861 were both provided; it was unclear which device the patient had implanted.

Event description:
According to available information, the patient with this device experienced recurrent cystitis, about 6 per year. She drinks more than 2 liters of water a day, does not wear synthetic underwear and goes to the toilet after every sexual intercourse. Basic treatment was carried out without success. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Basic treatment is understood to be treatment with medications.

Event description:
According to available information, the patient with this device experienced recurrent cystitis, about 6 per year. She drinks more than 2 liters of water a day, does not wear synthetic underwear and goes to the toilet after every sexual intercourse. Basic treatment was carried out without success. No other adverse patient effects were reported.